Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon of no image was confirmed due to patient board malfunction. Malfunction of the patient board is likely due to aging with long-term. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device was returned to olympus for repair and evaluation. The reported problem was confirmed - a faulty patient board set was found, causing no image with olympus, model series 180 scopes. The investigation is ongoing and a definitive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not present. The problem, as reported to olympus, was first identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.